Event description:
A 26 mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. The patient had a history of previous aorto-fem bypass for claudication of an unknown date. The patient had abdominal pain and was found to have a 5cm abdominal aneurysm. An aortogram in 2001 demonstrated patent bilateral renal arteries. It was reported that the aortic neck was angled, measuring 3-4cm long and 22mm in diameter. The aneurysm extended down the bifurcation. The aorto-femoral bypass graft extended off the distal aorta. Smooth thrombus was noted on the aneurysm wall down to the bifurcation. It appeared that one graft came off and extended to the right femoral artery. The left iliac had moderate to severe disease with a good-sized vessel that was fairly straight to the groin. The right external iliac artery was occluded. The internal iliac artery was fed by the common iliac artery and was patent to the internal iliac artery. In 2001 the patient was prepped for endovascular repair. An incision was made in the right groin and dissection was carried down; the graft was dissected out. After heparinization, the graft was clamped proximally and distally. An arteriotomy was made in the bypass graft. A 26x15x16.5 bifurcated stent graft was placed up the right limb. A straight catheter was placed over the wire on the left side. An angiogram was performed that located the renal arteries. The physician attempted to deploy the stent graft but it is reported that the stent graft cover of the bifurcated stent graft would not retract when the deployment handle was cranked. The device was removed and a new device was then inserted. The stent graft sheath was pulled back and the device was pulled down to just below the renal arteries by serial hand injection angiograms of the renal arteries. The physician felt it to be in an adequate place. The stent graft was deployed down into the orifice of the bypass graft to the right femoral artery. Next, the short limb of the graft to the left leg was then cannulated with a glidewire and a cobra catheter. The angiogram of the left leg was then performed and it was felt an 11.5 limb graft would be needed. This was placed up over the wire through the sheath and deployed. The distal end was then post-angioplastied with a 14mm balloon. Follow up angiogram showed there was a leak at the distal end. A second 15 x 5.5 limb extension was then deployed and post dilated. A follow-up angiogram showed no leak with good flow through both limbs and no significant disease. The physician then pulled the sheaths and the left femoral artery was closed with a perclose device. It is reported that the patient tolerated the procedure and doing fine. Returned goods investigation report is pending at this time.